Event description:
It was reported that the customer was hospitalized due to a heart attack. While at the hospital, it was discovered that the customer's blood glucose was high. The doctor's first estimation was that the event was not related to the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.